Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 600 mg/dl. The customer did not provide information about symptoms and treatment. Customer called and stated he received his replacement pump and he just got out of the hospital because he passed out from being low blood glucose. The customer treated taking with the insulin pump. The customer declined troubleshooting for high blood glucose value due to education he received about the insulin pump. The insulin pump will not be returned for analysis.